Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not fully infuse. This was observed during infusion of flucloxacillin 8g citrate buffer in 230ml sodium chloride (nacl) 0.9%. The reporter stated that after 23 hours of treatment, there was an unspecified amount of liquid remaining in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made: date of birth. Additional information was added: the lot was manufactured from august 9, 2019 - august 12, 2019. The actual device was received for evaluation. A visual inspection was performed and did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.